Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-03820. Follow-up revealed the remaining portion of the lead was explanted and replaced with a new lead. The procedure took place on (B)(6) 2017. The wound related to the erosion has healed. Note: both of the patient's leads are being reported as explanted because it's unknown which device was replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-03820. The patient has an scs system for off-label use. It was reported the patient's lead had eroded through their skin. As a result, the patient's physician decided to cut and remove a portion of the lead that eroded through the patient's skin. The surgical procedure took place on (B)(6) 2017. The patient will undergo further surgical intervention on a later date. Note: both of the patient's leads are being reported because it's unknown which device was liable.